Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure has been reported and medical records have not been provided. Pt contact info was not provided in the maude event report; therefore; add'l info and can not be requested. A mfg review was performed and no evidence was found of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported via maude event report (B)(4). On (B)(6) 2011 - pt was implanted with multiple medical devices including a bard perfix plug for repair of a right inguinal hernia. (Note: see MDR 1213643-2013-00205 for info related to this bard implant.) On (B)(6) 2011 - pt was implanted with multiple medical devices including a bard perfix plug for repair of a left inguinal hernia. It was reported that three weeks following implant he began having problems with his bowels, muscle weakness, muscle pain, sleeping problems, fatigue, mental status confusion, weight loss, urinary problems, short term memory loss, unable to do daily functions and chronic abdominal pain. It was reported that the pt experiences numbness throughout his body and that two nerves were entrapped in both plugs on both sides. It was reported that on (B)(6) 2012 the pt underwent explant of the mesh and he still experiences the problems.